Event description:
Related manufacturer reference number: 2017865-2022-11317. Related manufacturer reference number: 2017865-2022-11319. It was reported that the stable patient presented for a device changeout procedure. Upon review, the right atrial lead and left aortic lead exhibited intermittent capture and noise. During the explant procedure, insulation damage was seen on right atrial lead, left aortic lead, and right ventricle lead. The left aortic lead was explanted. The right atrial lead and right ventricle lead were both explanted and replaced. Patient was stable.